Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. There was no impact to the customer's blood glucose level. A replacement usb cable and wall adapter were sent to the customer. Follow up with the customer confirmed that the pump was able to be completely charged using the replacement supplies.